Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported an 82-year-old male patient with a high risk of percutaneous coronary intervention was implanted with an impella cp for mechanical circulatory support. It was reported that, during placement, once the sheath and dilator were in, the dilator was removed, and the sheath became kinked. Nothing could be placed distal to the kink and the dilator could not be reinserted. The left femoral artery was not viable for access, so the medical staff removed the sheath and aborted the procedure. No patient harm has been reported.

Manufacturer narrative:
D.9 updated as the pump, purge cassette and introducer were returned for investigation. The investigation for the introducer damage has been completed. Clinical details stated that while trying to access the vasculature for impella insertion, the introducer sheath kinked when the dilator was removed. The medical team tried another access site as well as the patient's other femoral artery side, but the patient vasculature was noted to be tortuous. Insertion was aborted due to the failure mode. Data logs are not relevant to the failure mode. The returned product was inspected and the introducer sheath confirmed to have a kink/buckle. The root cause of the introducer damage was determined to be patient condition. H.6 code 2199 was entered incorrectly on the initial manufacturer device report number 1220648-2024-12982. A new code has been added.